Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 22-aug-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal bloating, and abdominal pain. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms but was unable to resolve her symptoms. On or around (B)(6) 2015, plaintiff underwent a hysterectomy to have the essure coils removed. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvic pain. Plaintiff underwent a hysterectomy to remove the essure coils. The event is listed in the reference safety information for essure. During essure therapy, back, pelvic and uncharacterized pain may occur. In this particular case, the increasingly severe pain/chronic pelvic pain started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since a surgical removal of essure was required. Other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain'), embedded device ('sectioning of the both tubes show metallic tubular stent-like material, which is deeply embedded in the fallopian tube') and salpingitis ('foreign material in the lumen and mild periluminal active chronic inflammation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma nos, endometrial disorder, endocervicitis, heavy periods and right lower quadrant pain. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort,"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laproscopic total hysterectomy with bilateral salpingectomies.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, salpingitis, pelvic discomfort, back pain, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, embedded device, pelvic discomfort, pelvic pain and salpingitis to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, embedded device, salpingitis. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information, patient details, other relevant history, event : "sectioning of the both tubes show metallic tubular stent-like material, which is deeply embedded in the fallopian tube", " foreign material in the lumen and mild periluminal active chronic inflammation", auto-narrative supplement added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain'), embedded device ('sectioning of the both tubes show metallic tubular stent-like material, which is deeply embedded in the fallopian tube') and salpingitis ('foreign material in the lumen and mild periluminal active chronic inflammation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma nos, endometrial disorder, endocervicitis, heavy periods and right lower quadrant pain. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort,"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laproscopic total hysterectomy with bilateral salpingectomies.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, salpingitis, pelvic discomfort, back pain, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, embedded device, pelvic discomfort, pelvic pain and salpingitis to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, embedded device, salpingitis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality safety evaluation received on 19-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. This spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvic pain. Plaintiff underwent a hysterectomy to remove the essure coils. The event is listed in the reference safety information for essure. During essure therapy, back, pelvic and uncharacterized pain may occur. In this particular case, the increasingly severe pain/chronic pelvic pain started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since a surgical removal of essure was required. Other non serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.